Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/ catalog number: sc-8216-70, serial number: (B)(4), batch/ lot number: 16163420, model/ catalog description: 16163420. Model number/ catalog number: sc-4316, serial number: na, batch/ lot number: 15990753, model/ catalog description: clik anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.